Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.